Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 has returned for evaluation. Ample was noted to be bloody. Sample was returned loaded on to a unknown guide wire, a complete compound rupture was noted to the balloon. Remaining part of the balloon detached distally from the catheter and not returned for evaluation. Microscopic observation also performed and noted all the anomalies. No further evaluation performed due conditional of the device. No functional testing performed. Therefore, the investigation was confirmed for the balloon rupture as compound balloon rupture was noted on the returned device. The investigation was also confirmed for identified balloon detachment as balloon and catheter detached distally from the catheter. A definitive root cause for the reported balloon rupture and identified balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured and detached. It was further reported that patient undergone a surgery to remove some parts of the balloon. Patient is fine after surgery.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured and detached. It was further reported that patient undergone a surgery to remove balloon catheter. The current status of the patient is unknown.